Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with t-wave oversensing noted on the stored egm. The device was reprogrammed and no further issues have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.